Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue, though able to be traced to the dp sensor, was not established as no data logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after priming the impella rp flex for implantation the placement signal was lost. A new pump was used for the procedure. No harm was reported.

Manufacturer narrative:
H6, health effect impact code: f1905 has been replaced with f05.